Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer adjusted the pump basal rate and their blood glucose (bg) level lowered to 20 mg/dl. Customer went to the emergency room (ER) and intravenous dextrose was administered. X-ray and computerized axial tomography (cat) scan were performed. After a few hours, customer left the ER feeling better and bg was within range.